Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the procedure. Customer reported a 15-minute delay to patient care. No patient or user harm was reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the procedure. Customer reported a 15-minute delay to patient care. No patient or user harm was reported. This event is recorded in complaint number (B)(4) and resolved in complaint (B)(4). A field service technician evaluated the device; the cause of the unexpected system shut down was traced to an operating system update. The field service technician monitored the installation of the operating system update. Station confirmed operational.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-apr-2020 to 25-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system unexpectedly shut down was traced to an operating system update. The field service technician monitored the installation of the operating system update. The field service technician found loose partially dislodged power cable to docking board; reseated the cable to resolve the issue. The issue was resolved in complaint (B)(4). The system functioned as intended after the field service engineer troubleshot the device.

Event description:
Customer reported that a bd pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the procedure. Customer reported a 15-minute delay to patient care. No patient or user harm was reported.